Manufacturer narrative:
Event is being reported to FDA on two medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565 - 2016 - 04387 ).

Event description:
It was reported that patient underwent a revision procedure due to unknown reasons five years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - articular surface with hinge post extension screw enclosed do not discard size e 17 mm height catalog# 00588005017, lot# 61101286, tibial component precoat size 4 catalog# 00588000400, lot# 60569175, femoral component catalog# 00-5880-115-01 lot# unknown. Reported event was confirmed by review of photos. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision due to implant fracture approximately five years post implantation.